Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported they have not contacted anyone yet, so no steps were taken to resolve the issue at the time of the report; they were still losing ins battery power.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their settings are incorrect. Patient stated they charge up fully both controller and implant to 100% and by the next day the battery is down to controller 90% and implant 30% so they have to recharge every other day. Agent asked patient if they turned up their stimulation or changed from group a to group b and patient said they did switch from a to b to try to get it to work so they didn't have to charge it quite as often. Patient said they switched groups about a week ago and has been worse after they moved from group b to a. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.